Event description:
A nurse reported problems with crumpled aspiration tubing. The problem was observed for the first time during a cataract with intraocular lens implant procedure, as the crumpled tubing resulted in incorrect flow of fluids. The procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).